Manufacturer narrative:
The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated charge circuit inactive. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had reached elective replacement indicator (eri), normal battery depletion was noted. The patient refused to have the device explanted. All therapies and pacing was turned off. The device triggered an alert for charge circuit inactive after the device was deactivated. The device remains in the patient. No patient complications have been reported as a result of this event.